Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The cutting perforstor is blind (is not cutting properly). There was no adverse event to the patient. Same product used to complete procedure. Per affiliate, no delays in surgery over 30 minutes.

Manufacturer narrative:
(B)(4). Additional info: supplier evaluation revealed: root cause cannot be verified; the perforator was not returned. A review of the device history records for this perforator revealed that all tests and inspections associated with the assembly, (including a 100% functional drill test and manual functional tests) met specification requirements. This complaint is considered to be closed, evaluation will be performed when/if the perforator is eventually received.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier evaluation revealed that the customer's complaint was not verified. The customers¿ perforator met functional test acceptance requirements; proper engagement and disengagement was achieved with every drill hole, and there was no erratic or poor cutting action. A review of the device history records for this perforator revealed that all tests and inspections associated with the assembly, (including a 100% functional drill test and manual functional tests) met specification requirements. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.